Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery and motor error. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did not exit and the device alarmed no delivery. Next, customer was asked to remove reservoir and perform a manual prime. Customer states the insulin did exit and the device did not alarm no delivery. Advised customer the issue might be an occluded insertion site. Advised customer to replace reservoir and set. Customer's blood glucose level was 257 mg/dl at time of reporting. Nothing further reported.